Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. All buttons functioning properly. However moisture damage noted on keypad traces during visual inspection. No ramping numbers or scroll bar moving on its own noted. No unexpected insulin delivery on its own noted during testing. History reports read that on (B)(4)-2014 at 18:26 pm a normal bolus of 4.200u was programmed. Source of program was using the b key. Pump was later suspended by the user. Units left on status screen matched properly with units left on water fill test reservoir. No unexpected low reservoir alarm noted. Unit was monitored and no anomalies were noted. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump experienced a delivery anomaly. She also reported issues with her keypad. The down arrow was unresponsive. Her blood glucose level was reported to be 162 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.